Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4). This report was submitted in error as there was no patient consequence reported under this device.

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a patient underwent breast surgery with mentor gel implants. Now this patient presented with capsular contracture; baker grade iii on the left side and bilateral breast ptosis. Patient required product replacement. This medwatch form is for the right breast prosthesis. This report was submitted in error as there was no patient consequence reported under this device. The reported bilateral ptosis existed in the patient prior to the primary breast augmentation that these devices were implanted for.

Manufacturer narrative:
On (B)(6) , 2022, mentor became aware that this complaint file was duplicated under medwatch report mrn: 1645337-2019-15018. From here and on, all supplemental report will be submitted under this complaint file. The patient was also diagnosed with right breast capsular contracture (baker grade IV) on (B)(6) 2019 and had to undergo right breast removal and replacement on july 17, 2019. The right breast implant was replaced with a 300cc mentor memorygel breast implant (catalog: 3503001bc lot: 7721063 sn: (B)(6) a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This medwatch form is for the right breast prosthesis.